Event description:
Healthcare provider reported left side possible rupture or leakage suspected. Healthcare professional later reported capsular contracture baker grade iii/IV. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Laboratory analysis summary: based on the device analysis grid, the assessments of the complaint are: rupture: not observed rupture on the device. Capsular contracture: unable to observe since it is not related to the device. Additional observations: deformation device observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported "pain," "tightness," "severe drooping," and capsular contracture baker grade iii/IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: possible leak/rupture.

Event description:
Healthcare provider reported "patient has textured mammary implants and has recently noticed a change in the implants and breast asymmetry. Possible rupture or leakage suspected. Patient wishes to have the implants removed." This is for the left side. The device remains implanted.